Manufacturer narrative:
(B)(4); the field representative has requested current x-rays to be provided. Based on the troubleshooting performed, it seemed there might be something related to the device position while the patient makes certain movements, as no noise was observed in the alternate vector but in both vectors involving the device. It was noted that the patient was very thin, and the device was placed submuscular between the serratus anterior and latissimus dorsi. The device remains in service, programmed to the alternate vector. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock, due to very small r-wave amplitudes. A boston scientific technical services (ts) consultant reviewed the stored episode and recommended troubleshooting to recreate the drop in amplitude. It was then reported that a second inappropriate shock was delivered while the device was programmed to a different sensing vector. Double counting was observed in that episode. The physician added beta blockers to the patient's medications. No adverse patient effects were reported. Boston scientific received additional information. The patient received another inappropriate shock, similar to the previous shocks, with very small r-wave amplitudes as well as myopotential noise oversensing. During troubleshooting, some noise was recreated the current vector (primary) but not in the alternate vector. Automatic setup was run and the device selected alternate, with a gain of 2x. The conditional zone rate cut off was also increased to 200 bpm. Ts reviewed the episode and agreed with the programming changes and recommended further troubleshooting by testing the sensing vectors with the patient in various positions and postures, to determine the cause of the reduction of r-wave amplitudes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock, due to very small r-wave amplitudes. A boston scientific technical services consultant reviewed the stored episode and recommended troubleshooting to recreate the drop in amplitude. It was then reported that a second inappropriate shock was delivered while the device was programmed to a different sensing vector. Double counting was observed in that episode. The physician added beta blockers to the patient's medications. No adverse patient effects were reported.